Event description:
It was reported that, "after the surgery, the surgeon found the broken screw of femoral stem inserter/extract. The surgeon did not find any fragment of the tip in the x-ray."

Manufacturer narrative:
Device is not available for evaluation. No evaluation will be performed. Add'l info has been requested and if received will be provided on a supplemental report.